Event description:
The user facility reported their washer was leaking water. No injuries were reported.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified a pin hole in the stainless steel braided steam hose. The leak spread outside of the footprint of the washer and the user facility stopped using the unit after noticing the leak. The hole allowed for steam to release, condense, and pool on the user facility floor over time. The technician replaced the hose, ran several test cycles, and confirmed the unit to be operating according to specification. This is considered to be an isolated occurrence.